Event description:
As reported on (B)(6) 2013, a (B)(6) male pt for a thermal ablation procedure of the liver. During the procedure, the pt experienced paroxysmal supraventricular tachycardia (psvt). No medication was given to the pt, as the anesthesiologist used positive pressure to the lungs to manage the psvt. The procedure was successfully completed with no further complications. It was reported the pt suffered no permanent harm or injury due to this event. It was reported the disposable device is not available for return to the MFR for eval as the device was disposed of by the user.

Manufacturer narrative:
There was no indication of a device malfunction or a product problem. The treating physician was satisfied with the ablation with no complications being reported. This report is not being submitted for a product problem but rather to report the pt experiencing paroxysmal supraventricular tachycardia (psvt) during the procedure. It was reported the pt suffered no permanent harm or injury due to this event. As the reported complaint sample was not returned, angiodynamics is unable to perform a device eval. The customer's reported complaint description cannot be confirmed. Based on info provided there was no device malfunction, a definitive root cause cannot be determined however, tachycardia is recognized as a potential complication of nanoknife procedures. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with single electrode probes, lists arrhythmias as a potential adverse effect. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a f/u medwatch. Complaint #(B)(4).